Event description:
Shock table within normal range. Rep called with device reading "eos". The warning of device "eos" was displayed and the charge bar reads "eos". No battery voltage was obtained from the device. Previous battery voltage was unavailable. The device was pacing in vvi. Holter and shock table were available. No programming or testing was allowed by the device. The history of programming shows the device was programmed to vvir. Attempt to obtain battery voltage was made. The device would not respond to testing transmission. The device would not allow any testing to be done. Device recommended to be explanted due to "eos" status and inability to transmit testing parameters to device. Any info from the device will be faxed by the rep.